Event description:
It was reported that one day post implant, the right ventricular (rv) lead sensing threshold measurement had dropped below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.